Event description:
Received information that pump has stopped all insulin delivery after customer had accidently dropped it. Reportedly, the customer's blood glucose level was not impacted.

Manufacturer narrative:
The device has been returned for evaluation; however, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.